Manufacturer narrative:
A manufacture representative went to the site to inspect the system and the issue was confirmed. There was an issue with the software. The software was uninstalled and re-installed. After this step the issue resolved and the system began functioning normally again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a training, the navigation system "crashed". It was reported that the user was attempting to add items to the tool card but they would not pull through to the system. The user attempted to restart the navigation system, but the system would not shut down, it was noted that error script appeared and the system attempted to boot through the ubuntu grub menu.